Event description:
The customer called to report that he was hospitalized for low blood glucose. No blood glucose reading was reported. The customer also stated he had a kidney infection at the time. The infusion set was changed two days prior to the hospitalization and the customer stated he was not connected during the manual prime. Troubleshooting was performed and the insulin pump was programmed correctly. The customer was advised that the insulin pump was functioning as designed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.